Event description:
Per a computed tomography (CT) abdomen/pelvis: "caval perforation: yes. 12 o'clock 6.00 mm grade 3 extending to the periphery of the duodenum. 9 o'clock 5.30 mm grade 2. Tilt: yes. Left sided tilt measuring 20.43 degrees. Migration: yes. Apex of the caval filter is at the origin of the left renal vein. Pertinent negatives: none. Additional findings: none".

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: migration. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. A total of 20 devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided the patient is additionally alleging vena cava perforation which is abutting another organ. Patient notes and additional alleges experiencing "one prong of the filter is abutting my duodenum...I am worried because my filter has tilted within my vena cava and perforated outside of it abutting another organ", and limited physical activity.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5 investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: worry, limited physical activity. Unknown if the reported worry and limited physical activity is directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against this lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications, and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable, or unchanged. Additional information: investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vc perf, tilt, anxiety, and fear . The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety and fear directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information to provide at this time.

Manufacturer narrative:
The previous MDR was submitted by william cook europe under manufacturer report reference number: 3002808486-2019-01104. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial report, cook inc informs that all future submissions regarding this complaint will be handled under manufacturer report number referenced in this initial medwatch report. Occupation: non-healthcare professional. (B)(4). A follow up report will be submitted should additional information become available.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to deep vein thrombosis prior to bariatric surgery. Patient is alleging device tilt and vena cava perforation. Patient notes and further alleges "I live with the anxiety of having this filter that could fail at any time, but that it cannot be retrieved without a serious surgery. I live with the fear that my filter has tilted within my vena cava and perforated outside of it". Per the (B)(6) 2012 inferior vena cava (ivc) filter placement: "successful inferior vena cava filter placement under ultrasound and fluoroscopic guidance". Per the (B)(6) 2018 independent review of a (B)(6) 2018 CT (computed tomography) scan of the abdomen and pelvis: "positive for caval perforation. Superior extent of ivc filter l1-l2 disc space. Inferior extent l2-l3 disc space. A total of 4 prongs have perforated ivc. Maximum distance prongs perforated 9.10 mm. Coronal images 15.06 degree tilt superior / left to inferior/right. No significant tilt on sagittal images. Diameter of ivc directly above filter 23.61 mm x 10.92 mm".